Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) during use of the homechoice (hc) device. The alarm occurred during drain five of five. The hp stated that they disconnected from the patient line thinking that the therapy ended, though the hc was still in drain. The hp stated that when the hc alarmed se 2240, they reconnected to the patient line. The hp was advised to perform continuous ambulatory peritoneal dialysis to complete the therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting and returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.